Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in the left coronary artery. A 1.50mm rotalink burr and a rotawire were selected for percutaneous coronary intervention (pci). During the procedure, the burr was on the rotawire inside the patient. The procedure was completed with another rotalink burr and rotawire. No patient complications were reported, and the patient was stable post procedure.

Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in the left coronary artery. A 1.50mm rotalink burr and a rotawire were selected for percutaneous coronary intervention (pci). During the procedure, the burr was on the rotawire inside the patient. The procedure was completed with another rotalink burr and rotawire. No patient complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the rotalink burr atherectomy catheter device was returned for analysis. Visual inspection of the device found that the handshake connection was separated and the coil was stretched up to approximately 42.5cm from the proximal end. Product analysis confirmed the reported events, as the coil was stretched and the handshake connection was separated. Damages to the coil and handshake connection can result in both rotowire insertion and removal issues and was considered a likely cause for the reported stuck rotowire.